Event description:
It was reported that the programmer displayed an error code. Cycling the power to the programmer did not clear the error. It was recommended that the 2090 service diskette be run. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.